Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 20 mm stent delivery system (sds) catheter was returned for analysis. Visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip identified damage to the distal edge of the tip. Visual and tactile examination of the hypotube identified a break at 23.2cm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the length of the hypotube shaft. Visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-jul-2019. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. After a non-bsc guide wire was inserted, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient's status was stable. However, device analysis revealed a hypotube detachment/separation.